Event description:
It has been reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the vacuum range was out of specifications and unable to adjust to -295 specification which caused the drive manifold test to fail. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The getinge service territory manager (stm) who encountered the issue replaced the drive manifold and vacuum regulator, as well as 1/8" filters, and then performed a complete pm with full calibration and functional test and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinic service. (B)(6).

Event description:
It has been reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the vacuum range was out of specifications and unable to adjust to -295 specification which caused the drive manifold test to fail. There was no patient involvement, and no adverse event was reported.